Event description:
Consumer complaint of erratic blood results. Normal blood range is around 100 mg/dl. Recalled the last five results from the meters memory (the customer states that the time is incorrect): 95 mg/dl on (B)(6) 2014 @ 12:23 pm 168 mg/dl on (B)(6) 2014 @ 12:21 pm 170 mg/dl on (B)(6) 2014 @ 12:20 pm 164 mg/dl on (B)(6) 2014 @ 12:20 pm 136 mg/dl on (B)(6) 2014 @ 12:19 pm no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: test strips had poor storage.